Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 250cc breast implant experienced right-sided silent rupture post procedure. The MRI examination diagnosed right intracapsular rupture. As the result, patient underwent bilateral replacements as follow: l/ cat#: 3503004bc, sn#: (B)(4), r/ cat#: 3503254bc, sn#: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices photo evaluation completed on august 12, 2022. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The initial report mistakenly not selected the initial reporter section e1: country of residence. Correction: USA.

Manufacturer narrative:
Additional information received on july 28, 2022 indicated that the patient underwent lumpectomy on the right side performed 18m ago. The MRI examination came back benign, and fine, but they found the right implant to be ruptured, and left to be intact. Also cosmetic deformity of breasts mentioned. As a result, patient underwent bilateral mastopexy, and bilateral replacements with 325 mentor smooth round profile silicone gel implant in the right, and 300cc mentor smooth round high profile silicone gel implant in the left on (B)(6) 2021. The rupture was symptomatic. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).